Manufacturer narrative:
The failure investigation has been completed and the alleged bolus delivery issue could not be verified. Based on the analysis, the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level which displayed as "low"; however a specific value was not provided. Reportedly, customer initiated and delivered multiple boluses which subsequently decreased their bg level. Reportedly, customer had been using admelog insulin within the pump supplies. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide do not take insulin doses too close together, often referred to as stacking insulin. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.